Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. The valve was implanted in good position as intended. One or two minutes after deployment, the valve embolized into the left ventricle. The patient went into cardiac arrest and died. As per medical opinion, there was no dysfunction in the edwards device. The root cause could have been due to the lack of calcium and aortic insufficiency.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolized into ventricle was unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. As reported, ''an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. After implanting the valve, which was in a good position (70/30, intended position). One or two minutes after deployment, the valve embolized in the left ventricle''. Additionally, it was indicated that the patient had lack of calcium. Sapien 3 valve is relying on native valve calcium to securely anchor to the annulus. In this case, due to lack of native valve calcium, the valve was likely not securely anchored to the annulus after deployment leading to embolization into ventricle. As such, available information suggests that patient factors (lack of native valve calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.